Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in the (B)(6) via phone that during a hand/wrist surgery, it was observed that the needle, which is fixed to the suture, broke in half on a mini quick anchor+ with #2 orthocord. It was reported that the event was noted during knotting of the sutures. This happened to two sutures from one anchor. The broken pieces fell on the patient but were retrieved successfully. There was a surgical delay of 10 to 15 minutes. There were no patient consequences or impact to the user or patient. The surgery was completed with same like product. There was no medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Hence, this complaint cannot be confirmed. The information provided stated that the needle, which is fixed to the suture, broke during knotting the sutures. However, we cannot determine a definitive root cause for the reported failure given the information provided. Furthermore, a non-conformance search was performed and no nonconformances were identified for this part number (212853), lot number (3l18645) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.